Event description:
It was reported that during a procedure, an implantable cardioverter defibrillator (ICD) exhibited an interaction with surgical diathermy. The device returned to normal function once the physician stopped using the diathermy. The patient was in stable condition with no adverse events.